Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse arrived on site and reviewed logs. The fse confirmed that erbe generator was not recognizing customer grounding pads (medline pad9165 and megadyne 085 5c). The erbe would not recognize covidien pad either. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The fse tested all grounding pads, and all pads were now working. Performed system verification. System ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa could not confirm via system logs or reproduce the reported complaint via in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Fa concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) regarding receiving a system messaging for m-0b regarding the grounding pad not being detected. The customer had attempted five grounding pads and stated that the grounding pad was aligned correctly. The customer was not using new grounding pads; they have been using these ground pads for several months. The reported complaint remained after power cycling the erbe generator. The tse suggested to the customer to use a covidien generator as a backup, but that an activation cable would be required. According to the customer, they did not have a backup generator. A second call made to tse mid-surgical procedure revealed that the customer was unable to get the erbe to recognize the grounding pad. The customer had tried two different types of ground pads. The first one grounding pad was pad9165 and then a megadyne 0855c. Tse advised that isi was unable to validate the grounding pads. The customer had used those grounding pads in the past with no issues, but that the reported event has been ongoing with the erbe. The customer placed the grounding pad on their own forearm, and it was unable to get it to recognize. The tse recommended locating a validated grounding pad and provided the manufacturer and part numbers for them. The customer was going to try to locate a validated grounding pad and will call back. The customer called regarding approved grounding pads for the erbe. Tse provided a list of approved grounding pad for the erbe. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the unit functioned as expected. The generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Correction to annex c and d codes.